Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-43-environmental testing conditions. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with tests results from results obtained of 262, 186, 42, 83 and 196 mg/dl; results of 262 and 42 mg/dl were reported as being performed non-fasting. The customer's expected fasting blood glucose test result range is 90- 130 mg/dl; an expected non-fasting range was not provided. Customer was comparing results from another device and stated the other device read about 100 points lower; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/17/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer says meter is reading incorrect. Says sometimes it reads too high and sometimes it reads too low. Customer is more concerned of a low result she got the other day of 42 mg/dl.